Manufacturer narrative:
B3: (B)(6) 2020. B4: 17feb2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit declared a proximal pressure line disconnect alarm. The device was in use at the time of the event. The patient was changed to another ventilator. There was no harm to the patient reported.

Manufacturer narrative:
G4: 21feb2020; b4: 21feb2020. The manufacturer's international service technician performed troubleshooting and was unable to confirm the reported issue. The event could not be duplicated. The customer canceled the repair request and the unit was retuned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.